Event description:
A report was received that a pt was concerned about a possible infection. The pt was experiencing warmth over the ipg site and also had chills and felt feverish. The physician examined the ipg site and agreed that there was a warmth over the area. Although the physician was not certain that an infection was present, he prescribed the pt antibiotics as a preventative measure. The pt is clear of any infection and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of ipg found that no anomalies or deviations potentially related to the event, occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.